Event description:
It was reported that there was a coupling problem. Patient was only able to get 2 bars coupling with the recharger. The implantable neurostimulator (ins) was showing an empty icon and the patient was near losing therapy. Patient previously got 8 bars. Ins was easy to feel, shallow and could feel all 4 corners. An x-ray confirmed the ins was not flipped. A recharger antenna was requested. It was later reported that the patient tried another recharger and still was only able to get 2 coupling bars as a maximum. There was no point when they were able to get higher. It was noted the patient¿s flipped ins would likely be corrected on (B)(6) 2013. The flipped ins was causing these issues. Additional information reported the device was flipped as determined by surgical intervention. The patient was able to charge post-surgery.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was clarified that the surgery corrected the flipped device and the patient was fine.